Event description:
The 5054 lead remains in use.

Event description:
It was reported that the leads showed noise and interference. The 5554 lead remains in use. Follow up is being conducted to find out the disposition of the 5054 lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).